Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified bone attachment about the threads from trephining. The implant collar is fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number: 62425447. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (62425447) for similar event and no other complaint was identified within the past 2 years. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture) or product (tsvtb13). Therefore, based on the available information, device malfunction has occurred and the reported events are confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvtb13) was removed due to implant fracture at tooth location 29. Site was bone grafted.